Manufacturer narrative:
(B)(4). The lot number was not provided therefore the device manufacture date is unknown at this time.

Event description:
It was reported that a seam in the curve portion of a tracheostomy tube caused irritation in a patient. The device was changed to an older product that did not contain the seam.

Manufacturer narrative:
The sample associated with this report was not returned, however the lot # was provided. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps would have identified the reported condition prior to the release of the product for distribution.